Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the bushing. The other components are correctly placed and according to specifications. Further inspection of the tubing revealed a lack of solvent on the tubing. The reported condition was verified. The cause of the condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 lot #/expiration date: the device came from one of the following suspect lots: r20e05020 (expiration date 05/05/2025) or r20e25069 (expiration date 05/25/2025). H4: lot r20e05020 manufactured date is 05/06/2020 and lot r20e25069 manufactured date is 05/25/2020. H10: a batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set ¿came apart at the white connection site of the tubing when it was removed from pump¿. This occurred at the end of a chemotherapy infusion. The set had just been disconnected; the chemotherapy bag was empty and no spill resulted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.